Event description:
Caller stated that the end-user sought medical attention on (B)(6) 2023 in the morning (did not know exact timeframe). Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result with a decimal (caller was unable to recall the result). Caller stated that the end-user said he usually has a blood glucose around 99-101mg/dl. Caller stated that the end-user is homeless and does not have a fixed address, and was found unconscious on the side of road on 115 e citrus ave. Caller stated that they did not know the reading on the prodigy meter prior to seeking medical attention. Caller stated that the end-user was transported to the (B)(6) hospital located at (B)(6). Caller did not know what the end-users blood glucose was when he arrived at the hospital. The end-user was unable to provide his current medications. Caller stated that the end-user was still admitted into the hospital. No additional information was provided.